Event description:
It was reported that post-paced t wave oversensing was observed. The device was reprogrammed. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that post paced t wave oversensing was observed via a merlin.net transmission. Programming changes were recommended. The patient condition was good.